Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was depleting quickly. There was no impact to the customer's blood glucose level. In addition, it was reported that the touchscreen was "glitching" and was flickering. No additional information was provided. The customer declined to troubleshoot with tandem technical support.